Manufacturer narrative:
This report is submitted on march 26, 2020.

Event description:
Per the clinic, per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2020, in order to excise excess skin at the implant site.